Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was received in used condition without original package. The device was visually inspected under normal conditions of illumination and the sample was filled with 5cc of air to see if there was any functional problem. No visual damage or leakage was detected; complaint was not confirmed. A device history record (DHR) review showed there were no issues, nonconformance's reported during the manufacturing of the reported lot number. No corrective actions were taken as the complaint was not confirmed.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff would not inflate. Issue occurred upon opening. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.